Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly, vela diamond w/co2. The vela front panel assembly was installed in to a known good vela unit. Fluid ingress (water spots) were visible on the panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customers issue of touch screen freezing up was duplicated. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the touch screen on the ventilator is freezing up, they claim there are spots inside the screen like water spots.